Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, a linear foreign material was found on the iol surface after implanting. Since there were multiple cases of the problem. They request to find out whether the coating of the cartridge has been changed. They also would like to know whether something has happened to the iol or if there were other elements such as a problem with the cartridge or a problem with the compatibility of company device and the cartridge. An investigation result on the cartridge is also requested. The surgery was completed after carefully performing irrigation and aspiration (ia) to clean it. The sample is not available for return. Additional information has been requested and received that the surgeon suspected the possibility of the coating material in the cartridge.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only video was returned. The returned video shows iol(intra ocular lens) implantation. Type of accessories used with iol implantation, such as cartridge and handpiece cannot be confirmed from the video. Serial number of the reported iol is also not visible on the provided video. The preparation of the product is not recorded. When iol is implanted into the eye, a long (approx.75% of the optic diameter) mark/line is observed over the optic area, partially entering the haptic gusset zone. The mark/line is removed with additional instrumentation. The origin of the observed foreign material cannot be confirmed from the returned video. Based on our observations of the returned video, a long (approx.75% of the optic diameter) mark/line is observed over the optic area, partially entering the haptic gusset zone after iol implantation. A definitive determination of the origin of the observed "foreign material" cannot be made without the evaluation of the physical sample. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).